Event description:
A surgeon reported a pt experiencing an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon noted the pt took flomax preoperatively. The pt reported he was experiencing blurry vision and a halo/shadow at night. Also his vision seemed double and 3d at times, but especially at night. The surgeon felt that the pt was experiencing some dry eyes postoperatively because the pt was blinking often and complained of eyes burning. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/18/2008 and 01/07/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 01/14/2009.